Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose is normal and did not require medical treatment. Customer complained that the insulin pump had a compromised force sensor system alarm and there were some compromised force sensor system alarms in the alarm history. The pump has also been out of warranty.